Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the pressure readings would drift up erroneously, resulting in inaccurate high readings. Changing the cable and the transducer did not remedy the issue. As a result, an alternate device was employed for the procedure. There were no reported adverse consequences to a pt as a result of this event.